Event description:
It was reported that during a prostate procedure, error messages "stand by then message clean tip appeared". The physician cleaned the tip, and the system had no other errors at 202,346 joules. A second fiber was used, with the same error messages at 18, 153 joules. The physician reverted to turp to complete the case. It was reported the patient was "ok".